Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause, treatment and the patient outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Corrected information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.